Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed based on programmed settings and usage data and the device did not meet its longevity requirement. With an external power supply connected, the device tested normal and all specifications were met. The battery was sent to the manufacturer but no anomalies were found. The cause of the battery depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that rapid battery depletion was observed. The patient received a notifier that the device reached elective replacement indicator. Four days later, the patient recieved a notifier that the device reached end of service. The device was explanted and replaced.